Event description:
It was reported that the device had a system error display after the device was dropped. There is no indication that the device was in use on a patient in association with the reported event.

Manufacturer narrative:
Additional information: failure analysis of therapy pca added.

Event description:
It was reported that the device had a system error display after the device was dropped. There is no indication that the device was in use on a patient in association with the reported event. One therapy pca was returned for failure analysis. The reported problem was verified during operational testing. The unit powered up normally but displayed inop message ¿therapy disabled ¿ run op check.¿ the status of the ready for use (rfu) indicator was observed and found to be a red flashing hourglass w/chirp indicating that the device is not ready for use. Verifying the isolated power supply voltages revealed that tp69 (p+5vdc) was 0v. This was traced back to transformer t5, where it was observed that pin 7-10 had cold solder.